Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report. The battery well and auxiliary connector were inspected without observing any discrepancies. The device was recertified and returned to the customer. Review of the device's log file showed no evidence of battery or ac adapter errors. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.